Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient discovered a fluid leak from the cycler set patient line connection in fill 1 of pd treatment. The patient contact reported receiving three fill complication encountered alarms occurred in fill 1 of 4 and pd treatment was cancelled. It is unknown at which point in therapy the leak may have begun. Upon follow up, the patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cause of the leak was unknown, however it was believed to be related to a cassette issue. The patient contact stated the connection was secure and there were no issues with the patient¿s catheter. Additionally, the patient contact stated that the reported bent blue push pin was in good condition and was not bent. The patient does not use an adaptor between the line and the catheter. The patient was able to reset up with new supplies and complete treatment on the day of the event. No fluid came in contact with the cycler during the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient discovered a fluid leak from the cycler set patient line connection in fill 1 of pd treatment. The patient contact reported receiving three fill complication encountered alarms occurred in fill 1 of 4 and pd treatment was cancelled. It is unknown at which point in therapy the leak may have begun. Upon follow up, the patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cause of the leak was unknown, however it was believed to be related to a cassette issue. The patient contact stated the connection was secure and there were no issues with the patient¿s catheter. Additionally, the patient contact stated that the reported bent blue push pin was in good condition and was not bent. The patient does not use an adaptor between the line and the catheter. The patient was able to reset up with new supplies and complete treatment on the day of the event. No fluid came in contact with the cycler during the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.